Manufacturer narrative:
This catheter used in the case had been disposed of and will not be returned to bwi for analysis. The first catheter was used for minor ablations (reported under (B)(4)). The physician then switched to this thermacool catheter for deeper tissue ablations. Concomitant products used during the procedure: carto xp system: model #: m-4700-01, (B)(4). Cool flow irrigation pump: model #: m-5491-02, (B)(4). Stockert rf generator: model #:m-5463-01, (B)(4). The customer was contacted by biosense webster field service engineer. It was advised that the patient injury was not related to a bwi product failure. The customer declined system service. (B)(4).

Event description:
It was reported that there was a pericardial effusion observed after a left sided a-flutter case was completed. The case began as a left atrial flutter case and later into the case there was an avnrt. The physician performed a pericardiocentesis to treat the adverse event. The patient was currently in the ICU of the hospital at the time of this complaint being reported. No follow-up information is available.